Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation procedure the farawave catheter was selected for use. While flushing the electrode, the physician noticed a leak from the flush port. After looking at it, it turned out that the hose in the flush port had a hole and that's where the leak came from. The device was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was contaminated.